Event description:
It was reported that during implant, the patient experienced phrenic nerve stimulation. Following the procedure, the stimulation continued throughout the year. An attempt to reposition the lead was unsuccessful, and the lead was capped. The patient was in good condition following the procedure.